Event description:
The femoral nail inserter from a depuy synthes tray broke while inserting nail, patient was not harmed. A piece had to be removed from patient which was taken with the depuy rep to report back to vendor. (Rep-cl) per the surgeon's or note: the nail inserter broke during insertion which limited our ability to control rotation of the nail at completion of the case. We verified position of the wire with fluoroscopy. We then sequentially reamed to a 12.5 mm reamer. We measured the appropriate size nail. We then inserted the nail into the femur across fracture site down to the distal femur without significant difficulty. During the last few impactions of our nail, we were trying to control the rotation of the nail and the inserter snapped. The inserter stayed fixed to the nail, but had no rotational relationship with the nail and was freely rotating with it. We were able to adequately seat the nail to the appropriate depth and the overall position of the nail was clinically acceptable. We used perfect circle technique to place the proximal screws because the guide in the synthes nail was not valid with lack of rotational control between the inserter and the nail. We then placed the distal interlocking screw using perfect circle technique. We verified the position of the nail in the fracture with fluoroscopy.

Event description:
The femoral nail inserter from a depuy synthes tray broke while inserting nail, patient was not harmed. A piece had to be removed from patient which was taken with the depuy rep to report back to vendor. (Rep-cl) per the surgeon's or note: the nail inserter broke during insertion which limited our ability to control rotation of the nail at completion of the case. We verified position of the wire with fluoroscopy. We then sequentially reamed to a 12.5 mm reamer. We measured the appropriate size nail. We then inserted the nail into the femur across fracture site down to the distal femur without significant difficulty. During the last few impactions of our nail, we were trying to control the rotation of the nail and the inserter snapped. The inserter stayed fixed to the nail, but had no rotational relationship with the nail and was freely rotating with it. We were able to adequately seat the nail to the appropriate depth and the overall position of the nail was clinically acceptable. We used perfect circle technique to place the proximal screws because the guide in the synthes nail was not valid with lack of rotational control between the inserter and the nail. We then placed the distal interlocking screw using perfect circle technique. We verified the position of the nail in the fracture with fluoroscopy.